Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer needed help lowering her basal at night. Customer is on a new medicine called invocana, but it is messing with her sugars at night and causing her to drop. The doctor said to lower her basal rates at night and reduce the basal by 0.1 units at a time. The doctor instructed her to change the basal rate from 1 am to 4 am and to set it back to 0.9 units at 5 am. Customer was assisted with setting the new change. Customer indicated that she had to contact 911 but she did not have them assist her as she was able to bring her sugars back up. Customer feels that she injected the wrong medication and caused her sugars to drop drastically on her own. Customer refused to troubleshoot for low blood glucose levels. Customer has been having lows for two months. Her lowest blood glucose level was 37 mg/dl. Customer was advised to monitor sugars with the new basal rate and to contact her doctor if the issue persists. No further assistance needed.